Event description:
Boston scientific crm received info that this atrial lead dislodged. The physician noted the helix would not retract as there was some tissue attached to it. The lead was explanted and replaced. No adverse pt effects were reported.